Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer appeared to be freezing during implant procedures. Different patient cables were attempted, and after approximately five minutes the analyzer unfroze and returned to normal behavior. The caller was advised to get a different analyzer. The programmer has been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it could not be confirmed that the analyzer would freeze up. It was found that the programmer would freeze on a blue screen with lines while software was being loaded. It was also found that the printer drawer, left keyboard hinge, keyboard cable, and upper display hinge were broken. There was a loose nut found inside the programmer. The display had small white spots on the right side, and the hard drive's health was at ninety nine percent.